Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was included in the population that had a potential for premature battery depletion. A guidant technical services consultant discussed sending in a memory disk for analysis.